Event description:
A journal article was reviewed that contained information regarding neonatal pacing. The article reports an infant implanted with a pacemaker. At the post implant follow up there were long pauses, regularly interspaced p waves with irregular pacing spikes, frequent oversensing of the p wave, occasional r wave undersensing with capture loss, and an increase in right ventricular (rv) threshold. The lead was reprogrammed, and the status/disposition of the lead appears to be still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: neonatal pacemaker gone haywire: what is the mechanism? Pacing and clinical electrophysiology. 2021;44:156¿158. Doi: 10.1111/pace.14142. If information is provided in the future, a supplemental report will be issued.